Event description:
The physician reported that three months post treatment, the office was unable to withdraw fluid from the lap-band system. "Fluoroscopy confirmed transected tubing just distal to stainless steel connector."

Manufacturer narrative:
Taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."